Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the blades on the knives are not sharp. No patient harm reported. Additional information and samples have been requested.

Manufacturer narrative:
Additional information provided in evaluation codes. And additional MFR narrative. The product lot specific to this event is not known; therefore, lot history and device history reviews are not possible. A sample was not returned for this complaint. The root cause of the reported dull blade is unknown as a sample was not returned for investigation. A potential root cause includes an error during the supplier's manufacturing process. (B)(4).